Manufacturer narrative:
The pump was unable to prime during the prime test and motor error alarmed during the basic occlusion test due to protruded and or loose drive support disk. The motor passed the motor test. There was no compromised force sensor system alarm. There were minor scratches to the lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of motor error and prime anomaly with their insulin pump. The customer states the when they went to rewind and prime the device, the pump did not recognize the reservoir being there, and insulin started squirting out. The customer's blood glucose level at the time of incident was 164mg/dl. The customer states they are receiving compromised force sensor system alarms. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.